Manufacturer narrative:
On 03 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 05 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 08 september 2015: lot 090628: (B)(4) stems manufactured and released on 25 may 2008. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) stems of the lot have been already sold without any similar reported issue. It was communicated that: the implants have been send to (B)(4). We don't recive them back for investigation. It is the second revision. The fist revision took place on (B)(6) 2010 during which the surgeon changed the cup, inlay and head. We didn't receive information about this revision, up to now. Batch review performed on 08 september also on the other three explanted items, that were implanted on (B)(6) 2010: cocr femoral heads code 01.25.022 (k072857) lot 073385: (B)(4) heads manufactured and released on 02 april 2008. Expiration date: 2013-02-28. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Versafitcup cc liner code 01.26.3244hct (k103352) lot 093082: (B)(4) items manufactured and released on 15 february 2010. Expiration date: 2014-12-31. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported issue. Versafitcup cc shell code 01.26.56mbt (not marketed in the USA) lot 100344: (B)(4) items manufactured and released on 14 may 2010. Expiration date: 2015-04-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 18 august it was confirmed that the pathoge was unknown.

Event description:
Revision surgery 6 years after primary due to an infection. All the implants were explanted, they are not available for investigation.